Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular lead exhibited over-sensing noise. The patient will further be monitored. The patient was in stable condition.